Event description:
This spontaneous report received from a pt concerns a female pt of unknown age from united states: (B)(4). The pt's height, weight and medical history were unknown. The pt was prescribed ortho all-flex arcing spring diaphragm (silicone). The start date and indication for the diaphragm was not provided. Concomitant medications were not reported. On an unknown date, the pt experienced a stroke. The pt reported in the course of her conversation "I've had a stroke". It was not clarified if the pt was currently using or had previously used the diaphragm. The pt received another call while speaking and disconnected the call before additional information could be obtained. The pt outcome was unknown for the stroke. This report was serious (serious injury).